Manufacturer narrative:
The device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. It was reported to be a biomaterial hazard.

Event description:
It was reported by a patient through a company representative that during a post-surgical appointment, it was found an implant plate had broken in half post-operatively. The fracture was discovered through a CT scan. The original procedure, which was to bridge a bony defect in the mandible, was completed successfully without a delay. There is no information on how the plate broke, and a revision surgery is planned.